Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget all other bluetooth devices, disable then re-enable the bluetooth. Patient was also advised to close all background application and if no success within 5 minutes, to reboot the smart device. Patient was not experiencing any issues with signal loss during troubleshooting. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/22/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.